Manufacturer narrative:
The customer reported that there is intermittent signal loss on two beds. The received signal strength indication (rssi) is 4 on both receiver cards when powered off. When the device is powered on, the rssi is 15. Power cycling the device did not resolve the issue. Customer was advised to change the receivers to two working receivers which resolved the problem. Customer sent in their multiple patient receiver (org) to nihon kohden. The unit was cleaned and evaluated. Upon powering on and connecting to the cns, only 6 transmitters were visible which confirmed somewhat to the reported problem. But upon opening the unit, 2 transmitters were missing.

Manufacturer narrative:
The customer reports that there is intermittent signal loss on two beds. The rssi (received signal strength indication) is 4 on both receiver cards when powered off. When the device is powered on, the rssi is 15. Power cycling the device did not resolve the issue. Customer was advised to change the receivers to two working receivers which resolved the problem. Customer sent in their org, multiple patient receiver for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that there is intermittent signal loss on two beds.